Event description:
It was reported that twave oversensing was noted on the right ventricular channel. The sensing settings were adjusted and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate therapy due to twave oversensing. No further patient complications have been reported and the device remains in use.

Event description:
It was reported that twave oversensing was noted on the right ventricular channel. The sensing settings were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 8 - ventricular nst<=211 ms on (B)(6) 2012, in the timeframe between 17:57:12 and 18:03:34. 5 - lfp high rate-ns <= 192 ms average v-cycle on (B)(6) 2012, in the timeframe between 17:47:51 and 17:55:16. 1 - vf=180 ms average v-cycle on (B)(6) 2012, 17:46:52. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012, 17:55:46.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 8 - ventricular nst<=211 ms on (B)(6) 2012, in the timeframe between 17:57:12 and 18:03:34. 5 - lfp high rate-ns <= 192 ms average v-cycle on (B)(6) 2012, in the timeframe between 17:47:51 and 17:55:16. 1 - vf=180 ms average v-cycle on (B)(6) 2012, 17:46:52. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012, 17:55:46.